Event description:
Caller reported a cartridge alarm occurring during pumping, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was unable to successfully load a new cartridge and continue insulin therapy as the alarm recurred. Tandem technical support decided to replace the pump and instructed the customer on putting the current pump into storage mode and returning it. Customer was informed that a new replacement pump with updated software would be sent, with training available in their tandem source account. There was no backup insulin delivery method available, so cts requested approval for expedited shipping. The caller acknowledged all instructions and steps to be undertaken upon receiving the replacement pump.